Event description:
The customer reported the system made a loud popping sound and the left monitor went out, thereby losing the live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The x-ray tube was replaced and a filament calibration was performed during the service call. The system was tested and found to be working as intended and put back into service.